Manufacturer narrative:
Zoll has not yet received the device for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during setting up for a replacement evaluation, the thermogards ivtm system (s/n: (B)(4)) displayed mid: 23 (patient probe offset) error message . There was no patient involvement. No other information was provided.

Manufacturer narrative:
The customer's complaint of mid:23 could not be confirmed after evaluating the returned thermogard system. The reported issue could not be replicated during functional testing. There were also no records of mid:23 observed in the system's event log. Further evaluation of the system, however, found a voltage short with the danfoss controller and damage to the front lock caster. The thermogard system is a reusable device and was manufactured in 2013. Therefore, issue with the danfoss controller and physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device. An annual preventative maintenance was performed. To ensure the thermogard system is functional without issue, the danfoss controller and damage parts observed during the evaluation and preventative maintenance were replaced. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard ivtm system with serial number (B)(4). The system passed all final testing criteria.